Manufacturer narrative:
The product has not yet been received for evaluation. Review of the complaint database for the previous 24 months indicates that this is the only reported bonding issue on this product code in the past 24 months. Smiths was unable to confirm the issue or determine a possible cause without benefit of returned product evaluation. An additional report will be submitted should information become available that impacts the outcome of smiths' investigation.

Event description:
The reporter stated that the extension set tubing came apart from the stopcock. The issue was discovered before being placed on a patient; therefore, there was no patient injury or treatment associated with this event.